Event description:
User facility mandatory medwatch was received that stated the following: ¿patient was maxed out on medications on double chamber pump. While changing bag, stop was pressed on one of the chambers, and pump made a continuous beep and stopped infusing in both chambers. The pump screen stated ¿please clamp the line and disconnect the cassette from patient¿ ¿device malfunction¿ and other codes. Second nurse had to quickly retrieve another pump and re-prime. Next, one of the old IV tubing broke off in the new tubing at the clave. The clave is integral to the tubing: it is all part of the same device. Said medication had to be hung for a third time. During this event the pt¿s blood pressure dropped, and was re-started on pressors. Our facility is having multiple problems with this IV tubing and multiple lot numbers are affected.¿ upon further query, the customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, channel a of the pump was programmed via the drug library, to deliver an unspecified concentration of neosynephrine, at a rate of 300mcg/min. Channel b was programmed to deliver an unspecified concentration of levophed, at a rate of 25mcg/min, and the deliveries were started. No further programming parameters were provided. It was reported that the medications were delivering at the maximum allowable rate according to the drug library. The customer contact indicated that the pt had been receiving the neosynephrine and levophed for 2 days with a baseline blood pressure (bp) of 60-80mmhg systolic. On (B)(6) 2012, at 1431, it was reported that channel a of the pump alarmed for end of infusion and the device continued to deliver at the programmed rate according to the drug library. It was reported after the nurse entered the patient¿s room with a new neosynephrine solution container, the nurse noticed channel a displayed a whitescreen and that both channels had reportedly shut down and were not responding. It was reported that the cassette doors on both channels a and b on pump could not be opened; therefore, the tubing sets could not be removed. It was reported that the tubing sets were clamped proximal and distal to the cassette. The tubing sets were then cut in order to move the pump out of the way. At 1435, the therapies were resumed using a replacement pump and tubing sets. The customer contact reported that there was a 4 to 5 minute delay in resuming the therapies. It was reported that one the therapies were restarted, the pt¿s bp returned to 60mmhg systolic. It was reported that the pt maintained this status; however, the family was informed that the pt was not perfusing. On (B)(6) 2012, at 0130, it was reported the family withdrew care and the patient expired. It was not specified if an autopsy was completed. The customer contact indicated pump did not cause the pt¿s death. The quality assurance manager at the user facility has indicated that this was a conditional case because of the pt¿s medical history, ¿this is a conditional case, if the situation was different, it would have been the pump's fault¿. Though requested, no add¿l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4 )2012. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. The (B)(4) device history was downloaded at the user facility. A review of the history indicated that on (B)(6) 2012, at 00:01:22, ch a was programmed in the basic therapy mode, via the drug library, to deliver neosynephrine (phenylephrine) 100 mg/250ml, with dose of 250mcg/min, at a rate of 37.5ml/hr, a vtbi (volume to be infused) of 12ml, for a duration of 20 minutes, deliver at end of infusion setting: continue rate, distal occlusion value: 10psi, proximal occlusion setting: solution container, infusion complete callback setting: no, air in line setting: 250mcl, nearing end of infusion setting: off, and the infusion was started. At 02:00.35, ch b was programmed in the basic therapy mode, via the drug library, to deliver levophed (norepinephrine) 8mg/500ml, with a dose of 18mcg/min, at a rate of 67.5ml/hr, a calculated vtbi of 226.783ml, for a duration of 3hrs and 22mins, deliver at end of infusion setting: continue rate, distal occlusion value: 10psi, proximal occlusion setting: solution container, infusion complete callback setting: no, air in line setting: 250mcl, nearing end of infusion setting: off and the infusion was started. Between 05:45:04 to 09:56:11 on ch a, the dose was titrated 8 times to doses from 200mcg/min to 300mcg/min. The soft limit was overridden 7 times. The soft upper limit was 200mcg/min. Between 02:00:45 to 12:24:15 on ch b, the dose was titrated 7 times to doses from 18mcg/min to 25mcg/min. The soft limit was overridden 2 times. The soft upper limit was 20mcg/min. At 10:58:06 and 12:47:35, ch b alarmed air in line, the alarm was silenced, the cassette was ejected, loaded, the alarm was cleared, and the infusion was resumed. Between 14:03:42 to 14:05:09, ch b alarmed air in line 5 times, the alarms were cleared, and the infusion resumed. At 14:31:44, ch a alarmed for end of infusion and kvo delivery began. This report represents all the info known by the reporter upon query by hospira personnel.